Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a health care professional regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 143.7 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. An empty pump alarm occurred because the patient missed a refill due to insurance issues, it was noted that the pump had not been filled for about a year. They had performed a catheter dye study and they were able to aspirate but when they tried to inject they were not able to get anything in there, they would be replacing the catheter and wanted to know if the pump would still be good. It was reviewed that they can fill up the pump and check for volume discrepancy but if they were already going in and replacing the catheter they may want to consider replacing the pump as well. They would look into replacing the pump as well. No symptoms were mentioned. Patient had been on oral medications for the time being so did not experience any withdrawal. No further complications were anticipated/reported